Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump that occurred in (B)(6). Customer's blood glucose was 2.4 mmol/l and the customer kept using the pump after the motor error alarm. The alarm occurred after the prime/fill process. The customer uses the sensor but the graph was not accessed during a bolus. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to contact the hospital for a replacement pump. Customer had a low blood glucose in the morning but by the time the call was placed, their blood glucose was okay.